Manufacturer narrative:
Patient experienced sterile wound breakdown. Patient opted for esteem ii system explant vs wound repair and re-implant. No system or device deficiency was alleged or noted. No infection was found or noted during explant. Review of manufacturing records shows no deviations or issues related to manufacturing. Issues appears to be related to anatomy.

Event description:
Envoy medical corp. (Emc) was notified on 08/31/2020 of an alleged wound breakdown/exposed leads issue. The patient has opted for a full system explant vs. Wound repair and re-implant. The full system explant occurred on 09/04/2020 with reconstruction of the intact chain. No infection was alleged or noted during the explant procedure. System passed all testing during the procedure and no performance or system deficiencies were noted or alleged. Patient/clinical history with emc: 2012-09-28 implant (B)(6) 2012 fitting (B)(6) 2013 fitting (B)(6) 2013 fitting (B)(6) 2013 fitting (B)(6) 2014 fitting (B)(6) 2015 battery change (B)(6) 2020 battery change 2020-02-28 fitting 2020-09-04 eii system explant due to sterile wound breakdown (MDR 3004007782-2020-00006)